Event description:
The cryopreserved pulmonary valve and conduit was implanted into a pt with unknown medical history. The surgeon reported that during implantation of the valve, the muscle band of the valve required reinforcement along the posterior suture line extending the total surgical time. According to the surgeon's report, this event resulted in no injury to the pt. Additional info concerning this incident has been requested.